Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed two struts bent outwards at the skirt side. The valve was expanded by edwards lifesciences engineering team and the following was observed two struts remained outward bent on cp2. Canted valve profile with multiple exposed struts and leaflets were dehydrated. Due to the nature of the complaint, no applicable functional or dimension testing was performed. The complaint was confirmed through visual examination. Imagery was returned for review. The post- procedural imagery and procedural imagery provided by the site was reviewed and the following was observed the valve crimped over the crimping balloon area. Two bent struts visible at inflow side. Two bent strut outwards were observed on the procedural video. In both figures, the valve appears approximately over the triple markers. The reported event was confirmed based on returned device. A review of the lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, additional pull force was applied, two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion teared. The commander delivery system and valve got out of the esheath liner. Difficulty was encountered to withdraw the delivery system with crimped valve, so additional manipulation was applied. If excessive force was applied to manipulate the device, it can lead to the crimped valve interacting with the sheath and resulted in the valve caught on the sheath and strut damage. Per training manual, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in mexico, regarding an implant case of a 29mm sapien 3 valve in unknown valve in tricuspid position by right femoral vein. When performing the fine valve adjustment, the balloon did not respond and the valve did not mount over the commander delivery system balloon. Withdrawal difficulties were encountered and additional pull force was applied. Two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion tore. The delivery system and valve were out of the esheath liner in the iliac right vein. The the valve was removed through a phlebotomy. An incision was performed from the femoral vein to the iliac vein and, the delivery system was cut to achieve the withdrawal. The patient's blood pressure and cardiac rhythm drop because of the blood loss due to an hemorrhage caused by the vascular access site complication. Femoral and iliac vein repair was attempted. A temporal peace maker was placed, blood transfusion performed and medications were administrated in order to stabilize the patient. The patient's blood pressure was still low with low pulse so CPR started. The patient presented a ventricular fibrillation so a defibrillation was performed but the patient did not get out to sinus rhythm and was declared dead.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.